Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that patient said that they are having a little bit of trouble with their device in their hip and it is pinching them. The patient said this started a while back, and they said something to their healthcare provider about it and the healthcare provider said they might have to go back in and redo it. During the call the patient was unable to power on their handset and said it hadn't been charged in awhile. Patient will charge their communicator and call back for assistance connecting to ins and decreasing stimulation if needed.